Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the access puncture was performed high in the iliac artery. The inline sheath was used directly and the delivery catheter system (dcs) was inserted at this location. The physician reported that this may have caused a perforation of the iliac artery. The patient became hypotensive. A computed tomography (CT) scan revealed bleeding. A balloon was used and an angiogram did not reveal bleeding. The patient became hypotensive following the procedure. A repeat CT scan was performed and revealed posterior bleeding. Following the implant procedure, the patient had a stroke due to being hypotensive. The entire length of the iliac artery was stented and 8 units of blood were transfused. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.